Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to air passing the sense a node (setscrew and seal plug), causing noisy signals oversensing. Subsequently, the system was reprogrammed to the primary vector. Furthermore, the patient received another inappropriate shock during physical activity due to myopotential oversensing. The patient moved the left and right arm up and down very quickly during manual grinding work. Nonetheless it was not able to reproduce the recorded rhythm exactly by reenacting the activity, but it was possible to generate a similar interference signal by external manipulation of the electrode. The physician asked the patient to avoid this particular movement in the future. The device was reprogrammed to secondary because there were less myopotentials and a better amplitude. This electrode remains in service. No additional adverse patient effects were reported.